Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: the black box records only contain data for the following dates: (B)(6) 2106, (B)(6) 2016, (B)(6) 2008, (B)(6) 2011, (B)(6) 2016 thru (B)(6) 2016 and (B)(6) 2016. There were two unexplained power on reset events in the black box history. On investigation, the pump was successfully run on a 24-hour basal program without any reboot occurrences. Investigation did not duplicate the complaint of intermittent power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the power circuit. There was no moisture inside the pump.